Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cardiac surgery, the screen of the programmer was occasionally displaying an incorrect device mode. It was noted when the device was reprogrammed to odo mode, the previous mode of vvi remained in the upper left corner of the programmer screen. When the device was reverted to the original mode of vvi mode, the programmer would display the expected mode. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information sex. If information is provided in the future, a supplemental report will be issued.